Manufacturer narrative:
(B)(4). Additional information: product surveillance contacted the patient who said they do not remember the specifics of this event. The patient stated they've been fine and have not had any further overfill incidents. No injury or medical intervention was reported. Device evaluation: the homechoice was evaluated by the product analysis lab (pal). The device passed both the returned instrument test/evaluation (rite) functional and electrical tests and was found to meet the specification requirements relative to the iipv identified via device log review. The assignable cause of the iipv was undetermined. Review of the service history reveals the homechoice passed all tests and calibrations prior to its release from baxter. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through rtb-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). The device has been received by baxter and the evaluation has not yet been completed. A follow-up medical device report will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
A customer contacted baxter's global technical service center to report the homechoice (hc) was not completely draining the home patient (hp). The registered nurse (rn) stated he felt the hc overfilled the hp on a previous therapy. The fill volume was 2400ml and the hp did a manual drain of 5100ml. The hc would be swapped per request of the rn. The rn would program the new hc for the hp. The hp will perform continuous ambulatory peritoneal dialysis (capd) until the new machine arrives. There was no patient injury or medical intervention reported.